Manufacturer narrative:
Follow-up # 2: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The reported issue was confirmed; when test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The retain test strips failed the performance testing with blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On september 26, 2015 the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter displayed an error 4 message. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2015 at approximately 4 (unknown if am or pm) when she allegedly obtained an error 4 message when attempting to use the subject device to measure her blood glucose. The patient stated that she manages her diabetes using a combination of diabetes medications (specifically "deoblia") and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient reported experiencing symptoms of nauseous and headache an unspecified amount of time after the alleged issue began, and reportedly visited the emergency room (ER) on (B)(6) 2015 and received hcp treatment with insulin (dose not specified). The patient stated that her blood glucose was measured using an ER/hospital meter at 4:30 and 8:45 but the results were unknown. At the time of troubleshooting, the csr confirmed that it was not the patient's first use of the device and the testing procedure was correct. The csr was unable to confirm if the test strips had been stored correctly. The csr was also unable to walk the patient through a re-test as the patient did not have any testing supplies. Replacement products were sent to the patient. This complaint is being reported because the patient reported receiving hcp treatment in the emergency room for an acute blood glucose excursion, after the alleged meter issue began.